Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The intensity switch and intensity cable were replaced. Product parts replacement resolved customer issue. This report is complete and this particular issue is considered closed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2010 led light intensity fluctuated in response to movement of the enclosure. The technical support confirmed with the customer that the intensity switch and intensity cable needed to be replaced, which resolved the problem. Product parts replacement resolved customer issue.